Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 455, 135, and 144 mg/dl, when all tests were performed within 5 minutes on the advantage system. No report of any actions that were taken or treatment that was received. A request had been made for the return of the suspect product and replacement product had been sent.